Manufacturer narrative:
Qn# (B)(4). The actual device was not returned; however, the customer provided two representative samples for evaluation. The samples were sent to the manufacturing site for evaluation. The manufacturer reports a visual inspection was conducted on the representative returned samples and no obvious defects were found. The manufacturer also reports "as per spm-p51-005 rev.12 pad printing procedure, rub test by using 100% ipa been conducted on each of production batch at the beginning of the printing process. However, as per spm-p52-010 rev.08 plain endotracheal tube and plain edgar tube manufacturing procedure, 100% inspection on printing was performed as per qas-p001." The complaint could not be confirmed as the actual sample was not returned and there were no issues found with the representative samples returned.

Event description:
It was reported that "the tube marking disappears after some time, so that no marking is readable any more and the correct tube position cannot be guaranteed". Multiple attempts for additional information to the customer have been unsuccessful. Unknown patient condition at time of report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the tube marking disappears after some time, so that no marking is readable any more and the correct tube position cannot be guaranteed". Multiple attempts for additional information to the customer have been unsuccessful. Unknown patient condition at time of report.